Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admit to the hospital due to hyperglycemia, diabetic ketoacidosis, vomiting, on (B)(6) 2020, with 498 mg/dl blood glucose level and treated with intravenous fluid at hospital. It was unknown whether the customer was using automode at the time of reported event. The customer stated that the insulin pump did not turn on. Customer was unable to complete care link upload. It was unknown that the customer was using auto mode feature. The devices will not be returned for analysis.